Event description:
Caller states that he was pulled over by police while driving due to swerving. He states the officer took him home and the paramedics were called. Customer's device read 201mg/dl and the paramedics's device read 30mg/dl ten minutes later. He states he was treated with an IV to elevate his blood glucose. No strip information was provided due to customer storing the strips outside the original vial. No quality controls were used. Requested return of suspect device and replacement was sent.